Event description:
No additional information.

Manufacturer narrative:
One mz5303 sample was received in opened packaging from lot 23119321. No residual was present in the set and no connecting product was returned as part of the investigation. The customer reported that they were unable to flush the maxzero extension with saline when connected with a otsuka syringe. The returned sample was subjected to functional testing by attempting to flush using a 50ml bd plastipak syringe; occlusion occurred despite several attempts of flushing and connecting and disconnecting. However, the maxzero was able to be flushed when the component was connected to a three-way stopcock from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component by CT scanning, which determined that some of the dimensions of the piston were marginally out of specification. The out of specification dimensions may have affected the way in which the piston of the maxzero folded, which could have resulted in certain designs of male luer being blocked by the piston during attempted access. A review of the production records for lot 23119321 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to further investigate this issue and to minimise reports of this nature in future, the supplier of the piston component has been notified of this feedback. Furthermore the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was occluded. The following information was received by the initial reporter with the following verbatim: customer reported that a luer lock syringe was connected to the female side (mixing section) and an attempt was made to inject saline, but it was not possible to inject.